Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a low blood glucose of 22 mg/dl. The customer reported being treated by the emt with an IV before being released. The customer reported disconnecting from the insulin pump for a few hours before having low blood glucose, which resulted in the hospitalization. The customer also reported experiencing high blood glucose, but did not provide a value. The customer's blood glucose at the time of the call was unknown. The insulin pump will not be returned for analysis.